Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a company representative. It was again reported that the patient was a scuba diver and they had "before and after" x-rays of their pump. X-ray confirmed a deformed pump bellows/concave backside, consistent with the report of scuba diving and potential for pump damage. The pump continued to work in terms of therapy, as the patient was doing well on the therapy and the pump was reportedly working fine. The patient had a refill under x-ray on (B)(6) 2016 and they were only able to refill with 27ml. The patient believed he would only dive to 30 feet, but this could not be confirmed. The plan was to continue the use of this pump and follow the patient at refills and also clinically.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (unknown concentration and dose) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016, it was reported that in the last two months (approximately (B)(6) 2015), they were able to aspirate the reservoir completely at the pump refill visit, but they were unable to refill it to capacity. They were only able to refill it with 29 cc. The patient had no symptoms related to the event. There had been no volume discrepancies with the pump. Lioresal refill kits were used to refill the pump. Further troubleshooting was planned for friday. Additional information received reported that the patient had an upcoming appointment on tuesday, (B)(6) 2016, for pump imaging. The patient was a scuba diver, so they were going to look for damages in the pump tubing. The patient was not having therapy issues. The cause of the issue, additional troubleshooting, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.